Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "fractured tibial component" right side. Patient bmi is 37, weight: 101 kg (222.6 pounds). Requesting a more robust tibial component to withstand fatigue.

Manufacturer narrative:
Reported event: an event regarding fracture involving a patient specific distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: "the implant in situ was for a femoral distal replacement, which was inserted on the (B)(6) 2001. The surgeon has reported a fractured tibial component. The radiographic imaging provided shows that the tibial stem has fractured at the junction between the tibial component and the tibial bearing and as regards the femoral component is not in line with the tibial stem. This radiographic assessment has confirmed the reason for revision." Product history review: review of the product history records indicate (B)(4) device was manufactured and accepted into final stock on 12mar2001 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 26june2016 to present for similar events regarding crack/fracture of the tibial component. There have been 2 other events. Conclusions: an event regarding fracture involving a patient specific distal femur was reported. The implant has been in situ since 2001. It was reported that the patient bmi is 37, obesity condition. The exact cause of the event could not be determined because further information such as analysis on the retrieved implant and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. H3 other text: device not returned.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device has not been returned.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "fractured tibial component" right side. Patient bmi is 37, weight (B)(6). Requesting a more robust tibial component to withstand fatigue.